Manufacturer narrative:
The field service engineer (fse) changed the sampling arm. The customer performed an ion-selective electrode (ise) system wash with successful results. The investigation determined that the event was due to a mechanical issue.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  H3 other text : na.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples tested on the cobas 8000 cobas ise module (double). The initial results were transmitted to the medical personnel. The differences in anteriorities prompted the reruns of the patient samples. Sample 1: the initial result was 124.3 mmol/l. The repeat result was 139.7 mmol/l. Sample 2: the initial result was 126.5 mmol/l. The repeat result was 136.3 mmol/l. The repeat results were deemed correct. The electrode lot number and the expiration date was requested but not provided.